Manufacturer narrative:
One pneupac ventilator was returned for analysis. Visual testing was performed and for testing for demand inhibit function and spontaneous breathing port opens without gas supply was also performed. It was noted that the housing was damaged, and the issue could not be duplicated. The housing was replaced along with other repairs, calibrations and preventative maintenance.

Event description:
Information was received indicating that the pneupac ventilator had a zero-breath rate and dropped. There were no adverse events reported.

Event description:
Additional information: no patient involvement; issue identified during testing.

Manufacturer narrative:
No patient involvement.